Event description:
During a follow up, it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced to resolve the event as the helix could not be repositioned. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could extend and retract. The measured full helix extension length was within specification. The reported events were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.